Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, ensuring the malfunction code did not recur. Caller was instructed to continue using the pump and to contact technical support if the issue happened again, acknowledging and understanding this guidance.